Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patent's blood glucose results were 194mg/dl,155mg/dl,135mg/dl. Tests were done < 10 minutes apart with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.